Manufacturer narrative:
As of 10/11/2022 aso submitted unused returned product and retained samples for testing with no defects or observations. Aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. In addition, complaint database was reviewed and no negative trend has been identified for the associated product.

Event description:
Consumer stated on (B)(6) 2022 that product pulled his wife skin off. Consumer returned customer information request (cir) on 09/26/2022. Consumer stated that he used the product for a wound on his wife back that was infected. Consumer informed that the wound was not affected however, the entire area of the bandage (tape area) stuck to her back and ripped her skin off. Consumer also stated that treatment was required and that the symptoms did not correct after stopping using the product.